Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the dermacarrier ii skin graft carrier enlarged the skin greater than three times, and the skin of the patient needed to be harvested again. There was a delay in surgery of approximately 15-20 minutes. The procedure was completed with an alternate device.